Event description:
It was alleged that a patient was burned while using the product.

Manufacturer narrative:
It was alleged that the patient had experienced redness of the skin near their ear after a k-pad had been applied to the patient's neck. No treatment or medication were prescribed. The user facility was advised that the patient's skin should be checked for adverse conditions every 30 minutes as indicated in the operators manual.

Event description:
It was alleged that a patient was burned while using the product.